Manufacturer narrative:
Continuation of d10: product ID 8731 lot# unknown serial# implanted: (b))(6) 2014 (approximate date) explanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number/lot number and implant date of the catheter was not available. The catheter was however noted as having been implanted 9 years ago. The date (B)(6) 2014 is considered an approximate date of catheter implant (specific year known only). The catheter was replaced on (B)(6) 2023. No issue occurred since replacement. Regarding the cause of the event / withdrawal symptoms, it was indicated that this was unknown, but possibly a microtear or kink in the catheter. The event / patient having been admitted and having experiencedwithdrawal symptoms intermittently was resolved. The catheter would not be returned to the manufacturer. The old catheter was taken out and was cut in order to remove it and had been discarded by the healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID 8731 lot# unknown serial# unknown implanted: unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported a brain stem stroke was the reason for the patient having the pump. The patient's relevant medical history included the patient having had covid, and the patient had been cleared for the pump replacement surgery 2 weeks later. The pump had been replaced on (B)(6) 2022, and two weeks later the patient was admitted to hospital experiencing symptoms of withdrawal. The patient has a model 8731 catheter that was not replaced when they switched out the pump. The patient experienced withdrawal symptoms intermittently. The patient was given a single bolus and "was fine", then two weeks later it happened again. The patient was again given a single bolus and responded positively, and two weeks later this happened a third time. They did a refill on or around (B)(6) 2023 to switch out the drug, as an attempt to rule that out as cause of the withdrawal, and there was no mention of a volume discrepancy from the healthcare provider. They also did a dye study which showed no problems with the catheter. The pump logs only showed programming steps at the times the boluses were programmed. At the time of the report, the issue was not resolved through troubleshooting. The pump serial number was unknown.